Event description:
The customer observed falsely elevated alinity I prolactin results for a 26-year-old female patient sample. The following data was provided (customer¿s reference range 5.18-26.23 ng/ml): initial result = 77.18 ng/ml, patient went to another hospital the following day and had new sample obtained that generated result = 16.7 ng/ml (reference range 4.38-30.4 ng/ml) b-mode ultrasound was performed that was normal. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - facility name complete entry = (B)(6) hospital. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Additional information section h4 - device mfg date: updated from blank to 4/24/2024. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I prolactin assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 63006ud01. Device history record review did not identify any non-conformances, or deviations relating to the complaint under review. In-house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I prolactin assay for lot 63006ud01 was identified.

Event description:
The customer observed falsely elevated alinity I prolactin results for a 26-year-old female patient sample. The following data was provided (customer¿s reference range 5.18-26.23 ng/ml): initial result = 77.18 ng/ml, patient went to another hospital the following day and had new sample obtained that generated result = 16.7 ng/ml (reference range 4.38-30.4 ng/ml) b-mode ultrasound was performed that was normal. No impact to patient management was reported.